Event description:
Pt experienced pain post operatively when pulling up and buttoning pants. Several tests performed including MRI & sutures. Cultures came back negative and the MRI did not reveal any loose components. A second opinion had similar results. Surgeon decided to perform an exploratory surgery 9 months post op. During the surgery, it was found that the pt subscap was torn. Debridement of the area near the glenoid implant, determined the glenoid was loose, further debridment of the area near the humeral head implant also indicated the head and trunion components were loose. The head and trunion were readjusted but the glenoid was explanted and replaced. This device is used for treatment.